Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to obtain add'l info were done on 06/25/2012 and 07/10/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An assistant reported an intraocular lens (iol) implant was removed following complication of choroidal hemorrhage, during surgery. Add'l info has been requested.